Event description:
(B)(6) is the initial importer of the device which is a wheelchair. We were unable to retrieve the unit for evaluation. We are filing this report in an over-abundance of caution due to an MDR regression analysis. End-user was transferring from his vehicle to the wheelchair when the brakes slipped. The end-user fell out of the chair and hit his truck. He tore a ligament in his knee. He had surgery to repair the damage.